Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator has bad battery. The customer contacted product support and requested service repair. The customer reported that the unit was in use on a patient , but there was no patient harm reported.

Manufacturer narrative:
(B)(6) 2018. (B)(4) 2018. The field service engineer (fse) sent the battery to the customer and the biomedical engineer installed the battery. Reportedly, the problem was corrected. The biomedical engineer reported there was no patient incident. The respiratory therapist was unable to confirm the patient information.